Event description:
On (B)(6) 2013, this pt underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with three gore excluder aaa endoprostheses. Touch of ballooning was performed with a coda balloon catheter. Post ballooning, there was a reported dissection at the beginning origin of the right external iliac artery (eic). Coil embolization of the right internal iliac artery (iia) was performed and an additional gore excluder contralateral leg component was placed to extend the right side. Final angiography determined the dissection was repaired. The pt tolerated the procedure. On (B)(6) 2013, the pt experienced thoracic pain and suffered cardiopulmonary arrest. Emergency cardiopulmonary resuscitation was performed on the pt unsuccessfully. The pt expired. No autopsy was performed; however, x-ray was performed, which showed a "white" of the right lung. The physician believes the white lung in the CT may have been an indication of blood filling into the thoracic cavity, due to degeneration of the pt's diseased "thoracic" aorta. The physician believes the dissection was caused by the ballooning, as the right eic was reportedly calcified. The physician does not believe the death to be device related.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis int ructions for use (IFU) states: adverse events may occur and/or require intervention include, but not limited to: death.